Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. 100 retained samples were visually inspected, and no additive abnormalities were found. There were no difficulties encountered during blood collection as all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, erroneous results-sodium, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. Complaints for sample quality (fibrin) were not under statistical control for july 2023, however, further testing could not be conducted as the lot # was not provided for this defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for erroneous results on lot # provided. In addition, this complaint is unable to be confirmed for fibrin as a specific lot # was not provided for that defect. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to {erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes customer reports seen a large increase in the incidence in tubes. The following information was provided by the initial reporter. The customer stated: we have seen a large increase in the incidence of sodium flyers on the vitros in our regional labs using pst tubes. Customer have investigated and suggest the issue could be related to the vacutainers ¿ either the centrifugation speeds or the gel integrity.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2237432. D.4. Medical device expiration date: 2024-02-29. H.4. Device manufacture date: 2022-08-25. D.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes customer reports seen a large increase in the incidence in tubes. The following information was provided by the initial reporter. The customer stated: we have seen a large increase in the incidence of sodium flyers on the vitros in our regional labs using pst tubes. Customer have investigated and suggest the issue could be related to the vacutainers. Either the centrifugation speeds or the gel integrity.